Event description:
Patient stated that the needle button on his v-go 20 device popped out two hours after applying the v-go device. Patient stated other time's while sitting in his car the needle button popped out, and this caused a poking sensation to occur. Patient stated this has occurred with three v-go's he has worn and threw each away.